Event description:
It was reported that after removing the cannula accessories after a da vinci si hysterectomy procedure was completed, charring was observed at one of the port incision sites. No additional harm was reported.

Manufacturer narrative:
There were no reported malfunctions with the system during the surgical procedure. However, intuitive surgical investigation has shown that it is possible for the electrosurgical unit (esu) currents to pass through the patient side manipulator arms to ground, through the cannula accessory to the patient, if the patient is not properly grounded. As of (B)(4) 2012, there have been no reported recurrences of this issue at this hospital.